Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Concomitant medical products: model: 5076-52, lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead alert with oversensing noise and high impedance. A lead fracture is suspected. The lead was programmed "off." An intervention was completed the following day with the lead being partially removed, and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.